Event description:
Upon applying the blood pressure cuff, the cuff was then pressurized. We found that the cuff did not inflate. After a thorough inspection, we discovered the cuff was defective. There were holes in the cuff. This happened not in just one, but several other cuffs. A response from the salesperson was that the holes appear to be caused by a failure in the sealing machine or by trimming the the edge too close. The defect was in the same place in all the cuffs.

Event description:
Upon applying the blood pressure cuff, the cuff was then pressurized. We found that the cuff did not inflate. After a thorough inspection, we discovered the cuff was defective. There were holes in the cuff. This happened not in just one, but several other cuffs. A response from the salesperson was that the holes appear to be caused by a failure in the sealing machine or by trimming the the edge too close. The defect was in the same place in all the cuffs.